Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a rupture on an unknown side. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the device was broken and flat creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one opening crease sharp and broken sharp. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one opening crease sharp assessed as fold flaw opening. A sharp broken assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported a rupture on an unknown side. Device was explanted.